Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 147 mg/dl. The customer cleaned the battery cap contact and the spring inside of the battery compartment and proceeded to try several new batteries; however, the display remained blank. The call ended. Then the customer called back and started that the insulin pump turned back on but received an unexpected restart error alarm. The customer stated that they will run a self test as soon as possible in order to detect possible issues. No products were returned or replaced.